Manufacturer narrative:
Info was rec'd from a distributor who is not required to complete form 3500a. Eval summary: a modified surgical technique was released in (B)(4) 2010 by zimmer for both the tm humeral and tm reverse shoulder systems which requires reaming 1mm larger than the intended implant size. This new surgical technique was released as part of the corrective action issued in july 2010. This new technique was not followed on the first attempt to implant the stem which may account for the stem becoming lodged in the canal. In the end, the surgeon closely followed the alternate technique with the 17mm stem and the 18mm reamer with success. However, the exact cause cannot be determined with certainty. Eval: device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported upon attempting to implant the stem, the device sat proud. The surgeon had to ream the canal again in order to get the device to seat. This process resulted in surgery time being extended by 30 mins.